Manufacturer narrative:
Due to character limitation, below field are added from e1- event site address (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had high-temperature alarm.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated fields: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed fault was caused by internal overheating and replaced the cable tie, thermal pad, heatsink, heatsink, and cable assembly, fan. All functional and safety checks were performed and passed.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had high-temperature alarm. There were no patient harm or injury was reported.